Event description:
It was reported that, during a surgical procedure, the reamer was found to be worn from repeated use, and the instrument holder and drill guide sustained damage during the case. No additional details regarding the specific procedure or steps leading to the damage were provided. There were no known consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). H6: proposed annex g code: mechanical (g04) - drill. The reported event is unable to be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; it was not provided. Medical records were not provided. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.